Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of transient pump stop events that appeared consistent with electrostatic discharge (esd) were confirmed via log file analysis. Log files captured several transient pump stops on (B)(6) 2026. The events lasted approximately 5 seconds and appeared to be consistent with a pump reset due to an esd event. Following the event, the pump regained speed and resumed normal operation without issue. No other notable events or alarms associated with the pump were captured. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), with no further related events reported. Incidental findings: the submitted lvad event log file captured a software reset event, indicative of a loss of power to the pump that would have resulted in a pump stop event, on 12jan2026. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. An are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Sections 3 and 6 of the IFU as well as sections 1, 3, and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 5 of the patient handbook and section 7 of the IFU provides information on all system alarm conditions as well as the appropriate actions associated with each condition. These documents also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's history showed a pump stop on (B)(6) 2026. This was preceded by no external power alarms on (B)(6) 2026. The patient had no recollection of whether they slept on batteries on those days. The log files were submitted for review, and it appeared that event log captured 7 pump stops / resets due to electrostatic discharge (esd) events. The dates and times of these events are as follows: 20jan2026 at 9:39:04, 28jan2026 at 4:14:10, 06feb2026 at 18:05:03, 09feb2026 at 4:21:19, 10feb2026 at 0:01:11, 19feb2026 at 20:17:35, 19feb2026 at 23:19:27. It appeared that the reason they were seeing a reduced history screen was due to fault changed indications associated with the esd events and some power fault flags. The no external power may also be related to the system controller emergency backup battery (ebb) ribbon cable. They reseated ebb 6 times and did 3 self tests and then downloaded new log file. The new log files were submitted. There were only a few lines of new data post the ribbon cable reseats. So, they were unable to determine if the reseats resolved the power fault flags issues at this time. Another set of log files were submitted for review on 26feb2026. There were no alarms on the alarm history since they reseated the battery on (B)(6) 2026 around 11:41-42. It appeared that the latest log file data begins on (B)(6) 2026 at 11:42:35. The latest data did not capture any power fault flags or no external power events. It looked like reseating the ribbon cable several times resolved the power fault flag and no external power issues. They also noticed a graph and attached the picture dated on (B)(6) 2026 with speed and power drop and slight power spike that does not show up on the written log history. It appeared that it was one the esd events from 19feb2026 at 20:17 and it was the only one that lasted long enough to trigger an alarm, so it was seen on the monitor. The cause of power fault flags or no external power alarms was not identified. The mobile power unit (mpu) was confirmed to have a v-lock connector on the ac power cord. During the investigation, it was found that log files captured low power hazard and no external power alarms consistent with loss of power on mpu.